Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (B)(6). The log file captured backup battery fault alarm events relating to a backup battery load test fault code, which became active on 20feb2023. On 22feb2023, backup battery not installed alarm was captured relating to the disconnection of the backup battery, which is consistent with the reported event details of a backup battery exchange. The backup battery not installed alarm cleared then returned. The returned system controller/backup battery was functionally tested using laboratory equipment and the unexpected backup battery fault alarm was unable to be reproduced. A root cause of the backup battery fault alarm could not be determined through this evaluation. A corrective action was implemented to reduce backup battery faults due to the load test. The returned system controller was manufactured prior to the implementation of this corrective action. Also, the reported event of ¿part with the arrow was not attached to the ribbon cable¿ was confirmed during the evaluation. Visual inspection revealed the sleeve part with arrow icon is missing from the backup battery connector. Due to the missing/damaged sleeve, the backup battery ribbon cable connector had difficulty fully inserting into the backup battery receptacle. A root cause of the damaged backup battery ribbon cable could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ . Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller alarmed on 21feb2023 and muted it every 4 hours. The message was a backup battery fault and the backup battery was exchanged. The controller was opened and noted that the end of the ribbon cable was not correctly connected and the part with the arrow was not attached to the ribbon cable. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).